Manufacturer narrative:
No alarms noted. Unit passed the self test. Restart error after battery change due to faulty c13 on board. Time reset after battery change due to restart alarm.

Event description:
The customer reported via phone call that the insulin pump changes the time at every battery change. Customer's blood glucose was 111mg/dl at the time of incident. Troubleshooting found that the pump also alarmed unexpected restart and another pump error alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.